Manufacturer narrative:
Patient weight not available for reporting. The g5-510(k): report is for one (1) unknown trochanteric fixation nail. Additional product code: hwc. Other: UDI: part number unknown, lot number unknown; UDI unknown. Unknown when device was initially implanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn), implanted on an unknown date, was found to be broken in half post-operatively. The broken nail and an intact helical blade were explanted on (B)(6) 2016. During the procedure the surgeon had a difficult time removing the broken nail as it was broken in half and the distal portion was not easily accessible. The surgeon reportedly slowly backed the distal portion of the nail out of the patient using a ball tip guide wire. When the nail was backed out enough to access, the surgeon was able to gently "whack" the nail out with a pair of pliers. The devices were removed without any additional medical intervention or harm to the patient and a non-synthes nail was implanted in its place. The surgery was delayed for approximately 30 minutes. Although there was no report of harm to the patient, the patient status at the end of surgery was unknown. This report is for one (1) unknown trochanteric fixation nail. This is report 1 of 1 for (B)(4).